Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the image is missing. This is consistent with a blank display. There was no report of adverse pt impact.